Manufacturer narrative:
E. Initial reporter: (B)(6). Event site postal code: (B)(6). Event site telephone: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the fse that during the repair the cardiosave intra-aortic balloon pump (iabp) unit observed out of box failure with power supply replacement part. The supply began to emit burning smell and ¿ticking¿ noise upon installation. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4,b6,b7,d9,d10,e1(initial reporter),g3,g6,g7,h2,h6(component codes),h11 corrected fields:e1(event site name, event site email),e3. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (medical device problem code).

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings,component code,conclusion),h11. A getinge field service engineer (fse) reported that upon installation the power supply began to emit a burning smell and a ticking noise could be heard. It was replaced and sent back for investigation. The cardiosave passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received parts cardiosave sr. Power supply assembly with a reported unit failure, of the power supply began to emit a burning smell and you can hear a constant ticking noise. The failure analysis and testing dept. Conducted a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part cardiosave sr. Power supply assembly into the cardiosave test fixture and tested the power supply to factory specifications per the cardiosave service manual. After two hours of cardiosave runtime, the fat dept. Could not smell burning of the power supply or hear a constant ticking noise. The power supply passed all testing.

Event description:
N/a.